Event description:
Reportable based on analysis approved on (B)(4) 2013. It was reported that during a percutaneous coronary intervention, a stent could not cross the lesion. Vascular access was obtained via the radial artery. The 80% stenosed, eccentric, de novo target lesion was located on the mildly tortuous and severely calcified left anterior descending (lad) artery, with a vessel diameter of 2.75mm and length of 10mm. A 3.50mmx38mm promus element long drug-eluting stent was advanced but would not cross. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good. However, investigation results revealed proximal stent damage.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: a visual and microscopic examination identified stent damage. A strut on the third row in from the proximal end of the stent was raised up. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).